Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an lar procedure, only the first staples came out of the instrument, incomplete staple line, did not cut. Another like device was used. There was no patient consequence.